Manufacturer narrative:
Correction information: device available for evaluation, of the initial medwatch report indicates yes. Device available for evaluation, of the initial medwatch report should indicate no. Device returned to manufacturer, of the initial medwatch report indicates yes. Device returned to manufacturer, of the initial medwatch report should indicate no. Date device returned to manufacturer, of the initial medwatch report indicates 12/18/2017. Date device returned to manufacturer, of the initial medwatch report should be blank. 'Device was not returned to manufacturer' of the initial medwatch report indicates no. 'Device was not returned to manufacturer' of the initial medwatch report should indicate yes. 'Was the device evaluated by the manufacturer' of the initial medwatch report indicates yes. 'Was the device evaluated by the manufacturer' of the initial medwatch report should indicate no. The initial medwatch report indicates: physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial medwatch report should indicate: the device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Follow-up information: the third-party service agent performed some unrelated repairs. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. Physio-control evaluated the downloaded electronic device data. It was verified that the device experienced an unexpected power off.  A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. The customer was able to power their device back on using the power button. The customer advised that the fuel gauge of their device for the left battery was greyed out and was not recognized by their device. The battery was removed and reinserted and then the fuel gauge read properly.  The patient, a (B)(6) year old female did survive. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer.